Event description:
General report received of an unspecified number of undocumented incidents of tubing separation. After an unspecified length of time in use, the tubings separated from the y-sites. There were no reported adverse patients events while the devices were in clinical use. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.